Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. This device was replaced and is not expected to be returned to boston scientific for analysis as it was discarded. Other than undergoing the revision procedure, the patient experienced no additional adverse effects.